Event description:
A positive advia centaur xp troponin ultra result was obtained on a pt sample and reported. Testing was performed on a subsequent draw and the result was negative. The initial pt sample was tested again and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.